Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle detached from the suture with minimal tension. There was no adverse patient consequence reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Conclusion: a representative sample from the same lot number as the actual device was returned for evaluation. The device was noted to have cracks and fins. The device was out of specification

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.